Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described due to the absence of the device clip. The clip was not included in the return. The drive wire remains attached inside the handle and the hook at the distal end of the drive wire in intact. During a functional test, the device was advanced through an olympus gif q20 2.8 endoscope in a simulated upper gi position. The drive wire moved freely inside the outer sheath when the handle was manipulated. The liner inside the sheath is visible at the handle. This did not impair the free movement of the drive wire during simulated use. However, it cannot be definitely determined that this defect did not contribute to the issues encountered by the user when the clip was in place. Therefore, the device will be returned to the approved supplier for further evaluation. A follow-up report will be issued once the response from the supplier is received. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the absence of the device clip prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use state: uncoil device. Verify smooth handle operation and clip action open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip. The instructions for use state: with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, a cook instinct endoscopic hemoclip was used to treat a post polypectomy bleed in the duodenum. The clip was advanced through the endoscope to the clipping site but would not open. The technician tried to open it multiple times. They removed the clip. Upon removal, unbeknownst to the technician and doctor, the clip separated from the catheter. They introduced a clip made by another manufacturer. When the other clip was pushed through the endoscope channel, the instinct clip was found in the channel of the endoscope. They removed the endoscope from the patient and removed the clip from the endoscope. A clip made by another manufacturer was used to finish the originally intended procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.